Manufacturer narrative:
Batch review performed on 03 april 2018; lot 165597: (B)(4) items manufactured and released on 28 november 2016. Expiration date: 2021-11-13; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain ten days after the primary. The stem was loose. The surgeon revised the stem, head and liner successfully.